Event description:
Gemesys hta procedure sheath came apart during ablation, hot nacl leaked out and the procedure was stopped. Six minutes out of 8 completed. No hot nacl touched patient or staff. No injury.